Event description:
On (B)(4) 2013 it was reported that the patient was scheduled to have surgery in which monopolar electrocautery would be used. This procedure was for a tonsillectomy as the patient had a cyst on her right tonsil. Prior to an MRI being performed on the patient, the physician performed a diagnostic test which indicated high impedance. The patient's device was programmed off and the MRI was cancelled prior to leaving the office. A programming history review found no recent data that showed high impedance. The last system and normal diagnostic test was performed on (B)(6) 2007.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Good faith attempts for additional information have been unsuccessful to date.